Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefx generator was in use during a robotic cystectomy procedure in which the patient was burned, and the burnt tissue was then excised. Two monopolar devices were used in this case - one was hand-switch-operated and the other was foot-switch-operated. After the hand-switch device was used, it was placed on the patient's right thigh and a large swab was placed on top of it which obscured it from view. (The return electrode was positioned lower on the same thigh.) Then, while the foot-switch device was being used, the surgical staff heard and smelled burning coming from under the large swab where the hand-switch device had been placed. The staff found that the patient's right thigh had been burned by the tip of the hand-switch device. The burn was described as superficial, but the burnt tissue was excised from the patient's leg and the wound was closed and dressed. The site has indicated that they believe the burn was the result of user error, and the generator was evaluated by the site's biomed service and was found to function normally and within specification. The unit will not be returned to covidien for evaluation.p on the patients leg whilst on its way to the patient return plate further down the patients right thigh. Immediate actions taken : consultant surgeon was informed. Superficial burned tissue was excised from patients leg and wound closed and dressed. Clinical coordinator informed. Patient to be informed day after surgery when recovered from anaesthesia.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/17/2015.

Event description:
New/additional info: both monopolar devices, as well as the return electrode, have been identified as non-covidien devices. The footswitch receptacle 1 was used, and no one was depressing the footpedal. It has been confirmed that the non-covidien monopolar and bipolar cables were not intertwined at the patient end. Davinci metal trocars were used and no instruments were inserted in the trocars at the time of the incident. The monopolar forceps was reportedly in use at the time.